Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7427v-np, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in 2008 they were having problems with incontinence and could not control going to the bathroom. The patient also noted that in 2009 they had urethral reconstruction surgery and their implantable neurostimulator (ins) was removed because they could not control their bladder. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7427v-np, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device and therapy never helped them and they had the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.